Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic conclusion, occlusion, prime/a33, and excessive no delivery tests. The insulin pump had a cracked reservoir tube and a crack on the display window at the upper right corner.

Event description:
It was reported that the customer has passed away while wearing the insulin pump. The customer's brother stated that the suspected cause of death was low blood glucose levels that resulted in the customer falling and hitting her head. Nothing further was reported.